Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability, and impairment. Associated MDR: 1018233-2013-00741.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced mesh erosion, blood loss, ¿mesh did not close¿, postmenopausal bleeding, scarring/dimpling of epithelium, spotting, ¿mesh was bunched up and not in one clear plane¿, vaginal foreign body (foreign body in patient), vaginal sinus tract with blood/fluid return, thickening between vagina and rectum and nonsurgical and additional surgical interventions.